Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The flow sensor harness was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit would intermittently alarm for no expiratory flow sensor. There was no report of patient involvement.